Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unknown. According to the reporter: a metal pin came off from the locking mechanism above the foam cuff on the structural balloon which is used to help fixate the foam cuff on the structural balloon (oms-t10sb) to the patient and create the air tight seal while the surgeon was about to insert and inflate the balloon. The metal pin did initially fall into the patient, but it was retrieved. No injury to the patient was observed, the surgeon continued to use the structural balloon throughout the case. No patient injury was reported.